Event description:
It was reported that a cassette was involved in a potential leak incident. The patient stated that there was solution on the table during dwell three of three of peritoneal dialysis therapy. The patient was connected at the time of the event. The source of the fluid was not able to be determined. The technical service representative advised the patient to use manual supplies or to start over with all new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.